Event description:
(B)(6) translate: became very sick with the pip implants, got new eurosilicone but still sick, headache, inflammation shoulder tendon, dry eyes, dry mouth, hashimoto, chronically overtired, pain in the breasts, pain in the lower back, bone pain, muscle pain, brain fog, all misery through the implants. FDA safety report ID # (B)(4).